Manufacturer narrative:
The reported of a loose set screw was confirmed in the laboratory. In-lab assessment and testing showed the rv set screw was stripped and contained septum material in the hex cavity. The material in the hex cavity prevented full insertion of the torque driver and resulted in difficulty tightening the set screw.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the lead implant procedure, the setscrew could not be tightened. No audible click from the hex wrench was noted. The device was explanted and replaced. The patient was stable.